Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of multiple cartridges. Reportedly, "little air came out from the cartridge." The cartridge was changed to address the issue. Additionally, the pump supplies were in use for 6 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 253 mg/dl.